Event description:
It was reported that one patient received a "caustic burn" on the bucal cavity of the mouth after open heart surgery procedure of 5 hour duration. An agilent tee probe was used in this incident. The reporter thought it was related to the condition of the probe which is old. Worn and deteriorating. The disinfection and rinsing process as explained by the reporter was inconsistent with label claims. The instructions for use were reviewed with the reporter. There have been no further incidents.